Event description:
It was reported that the user experienced prolonged severe hyperglycemia due to two infusion set application issues with an inset set used on the ilet, including site leakage and a subsequent application with the needle guard left in place, resulting in a missed dose and blood glucose reaching 400; the event resolved after a supply change. Symptoms included hyperglycemia, trace ketones with headache. Outcomes included insufficient information to determine longer-term impact. Investigation included internal case logging and review. Investigation of this case revealed user application errors consistent with site leakage and failure to remove the needle guard prior to insertion. It was concluded, based on previously established findings for similar reports, that the cause was user application error leading to missed insulin delivery.

Manufacturer narrative:
Initial.